Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of a right inguinal hernia, characterized by drain complications, which will warrant surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the events. The liberty select cycler cannot be excluded from having a contributory role in the exacerbation of the patient¿s preexisting inguinal hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse(pdrn) for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient¿s drain complications could be due to a hernia, which is ¿trapping¿ fluid. Upon follow-up with the patient¿s spouse revealed the patient underwent a left inguinal hernia repair prior to beginning peritoneal dialysis (pd) therapy, approximately 6 months ago (exact date not provided). The patient was diagnosed with a right inguinal hernia as well, however it was ¿very minor,¿ and the surgeon and nephrologist opted to defer the right inguinal hernia repair to a later date. The patient began pd therapy on approximately (B)(6) 2019, and since then the inguinal hernia has slowly grown larger. The patient and their spouse contacted the nephrologist regarding recent drain complications (3-4 alarms per night), at which point the decision was made to repair the right inguinal hernia as an outpatient on (B)(6) 2020. Additional information was requested, however, to date not provided.